Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a pre loading implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors, and an incorrect implant size. The loss of integration or the non-integration of an endosseous dental implant is a known inherent risk of the procedure. Proper intended use of the implant is described in the instructions for use.

Event description:
(B)(6) stated that he had originally placed a 10mm length @ CT. Same day extraction & graft - root removed was very large diameter. For initial stability changed to 13mm implant, but due to prolonged numbness in the mental nerve innervation area of confirmation of improvement @ CT, implant was removed electively. Implant failed before prosthetic restoration and immediately was removed. Bone quality was type ii.